Manufacturer narrative:
The covidien customer report engineer (cse) inspected the device and verified the issue. The cse replaced the lower gui liquid-crystal display (lcd) panel. The device passed all calibration, short self-test, extended self-test (est) and the performance verification test according to mfg specs. (B)(4).

Event description:
A report received from the USA stated the lower half of an 840 ventilator's graphical user interface (gui) became erratic while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. No pt injuries were reported as a result of the event. The date of the event is unk. No add'l info is available at this time.